Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history

Event description:
It was reported that a cerebrospinal fluid leak (csf) occurred on (B)(6) 2018 during the lead revision procedure (reference MFR report#'s 3006705815-2018-01409, 3006705815-2018-01410) when second lead was placed. The lead was pulled out of the epidural space and disconnected off the ipg header. Reportedly, at the follow-up visit, patient was prescribed topomax.